Manufacturer narrative:
A visual examination of the returned solyx sis system revealed that the mesh is stretched on both ends and frayed in the center. No damage to the delivery device. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement for stress urinary incontinence procedure on (B)(6) 2017. According to the complainant, during the procedure, the physician could not get the sling lay flat under the urethra. The procedure was completed with another solyx sis system. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement for stress urinary incontinence procedure on (B)(6) 2017. According to the complainant, during the procedure, the physician could not get the sling lay flat under the urethra. The procedure was completed with another solyx sis system. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.